Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported from (B)(6) that the primary tubing set separated and leaked from the filter approximately 31 minutes after the initiation of a taxol 288mg/ns infusion that was infusing at the rate of 201 with a vtbi of 604mls while using the adult master profile. The patient and the staff were exposed to a chemotherapy spill, however the spill was cleaned per facility policy and there was no chemotherapy drug contact to the patient or the staff's skin. There was a slight delay in administration of the medication due to having to adjust the dose and remake the chemotherapy infusion IV bag, however there were no adverse effects or significant impact to the adult patient or staff from the event.

Event description:
It was reported from the james ambulatory infusion clinic that the primary tubing set separated and leaked from the filter approximately (31) minutes after the initiation of a taxol 288mg/ns infusion that was infusing at the rate of 201 with a vtbi of 604mls while using the adult master profile. The patient and the staff were exposed to a chemotherapy spill, however; the spill was cleaned per facility policy and there was no chemotherapy drug contact to the patient or the staff's skin. There was a slight delay in administration of the medication due to having to adjust the dose and remake the chemotherapy infusion IV bag, however; there were no adverse effects or significant impact to the adult patient or staff from the event.

Manufacturer narrative:
The customer's report that the tubing separated and leaked at the filter was confirmed. The set components were visually inspected for kinks, holes/tears in the tubing or damages to the components. No other issue was observed. The separation was at the engagement of the nitro tubing and inlet of the filter components. Further inspection observed the tubing was completely torn at the area at the end of the pvc tubing sleeve (which is over the nitro tubing and filter inlet engagement). The cause of the leak was due to the observed torn/separated tubing. The root cause of the damaged tubing was unable to be identified.